Event description:
It was reported that a prospective patient had a successful trial, but noted she had side effects. The patient noted being told it was because the injection was through her spine and it hit her at the same time instead of a graduated dose. It was also noted the patient could not take oral medications because they would make her sick, gave her heat intolerance, and massive sweating. The patient noted having some of those symptoms while in the hospital for the trial. Additional information received reported that the cause of the event was due to drug effects. The dilaudid caused the patient side effects, as previously reported, thus the patient was switched to morphine. The patient symptoms included dizziness and light-headedness and the patient required hospitalization due to the event.

Manufacturer narrative:
(B)(4).